Manufacturer narrative:
The complaint investigation for falsely elevated results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance data. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 86307un20 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 86307un20 was evaluated using worldwide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 86307un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 86307un20. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 86307un20 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one male patient. The following data was provided (customers normal range for males: 0.00 to 0.032 ng/ml): on (B)(6) 2020, sid (B)(6) initial result = 0.087 ng/ml. On (B)(6) 2020 sample 2 initial result = 0.126 ng/ml. On (B)(6) 2020 initial result = 0.061 ng/ml. On (B)(6) 2020 initial result = 0.061 ng/ml. On (B)(6) 2020 sample sent to a reference laboratory was <0.010. The patient tested positive for covid and received cardiomyopathy treatment. The specific treatment given to the patient is unknown. There was no known negative impact to the patient due to the treatment he received. No additional impact to patient management was reported.